Event description:
It was reported when using the bd pyxis¿ medstation¿ es, not showing in cubie map (grayed out), cubie is still in pkt 5 with medication inside. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section g PMA / 510(k). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pockets not appearing in cubie map. A field service engineer remoted in to assist the customer with issues involving drawer 3-2, pocket b5, and drawer 4-1, pockets a5 and a6. Guided the customer through the process of removing the affected pockets and recovering the failures. After the recovery steps were completed, the customer confirmed that the issue was resolved, and all components were functioning properly. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es not showing in cubie map (grayed out), cubie is still in pkt 5 with medication inside. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.